Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with over 100 units and 200 units of insulin respectively. Customer¿s blood glucose level was 187 mg/dl. Customer, reverted to manual injections for insulin therapy.